Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system saw oversensed noise on the electrogram (egm). Technical services (ts) was contacted, and ts discussed possible causes. The ICD system remains in service. No adverse patient effects were reported. Additional information was received indicating the right ventricular (rv) lead exhibited low, out-of-range pace impedance measurements of less than 200 ohms. No adverse patient effects were reported.

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) system saw oversensed noise on the electrogram (egm). Technical services (ts) was contacted, and ts discussed possible causes. The ICD system remains in service. No adverse patient effects were reported.